Event description:
Additional information was received from the health care professional (hcp) via the rep stating the event happened during surgery while testing for impedances. The rep was in the or when the event was found. It was discovered by the neurologists in the or right before checking stimulation thresholds. Changing the lead resolved the high impedance issue.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va1w6zy, product type lead, product ID neu_stylet_acc, lot# serial# implanted: explanted: product type accessory lead (lot# va1w6zy). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1w6zy, product type: lead. Product ID: neu_stylet_acc, product type: accessory. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported contact 2 was showing impedances of 10,500 ohms using the monopolar testing cable. It was tested multiple times and the reading was consistent. The lead was removed and replaced with a new lead that had all four contacts showing impedances within normal range. The patient was never in harm. No complications were reported or anticipated.